Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. The complaint states that an app crash alert was reported. Data was provided for investigation. The allegation was not confirmed. The probable cause could not be determined. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.